Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause and source of the endoleak seen during implant could not be determined from the pre-implant CT¿s provided. Images during implant and post-implant were not available for return and the reported endoleaks could not be assessed. Pre-implant CT¿s returned revealed that the patient had a proximal neck diameter that measured ~26mm. Near the bottom of the 4cm length neck the diameter had acutely narrowed down to ~22mm (16mm flow lumen). The neck was moderately angulated to 50 deg a-p at the narrowed distal neck, with negligible observed calcification. Other than the acutely angulated and narrowed section at the bottom of the proximal neck, analysis of the returned films did not reveal any anatomical characteristics that could possibly explain the reported event. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. It is possible that implanting a limb to bridge across the endoleak may have resolved a possible type IV endoleak. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. The reported type ii was likely anatomy related. Other relevant device(s) are: product ID: etlw1624c124e, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 16-jan-2021, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 09-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported during the index procedure after the stent graft system was implanted a type iiib or type IV and type ii endoleak was observed. The physician implanted a bridge to resolve the type iiib endoleak. The type ii endoleak remained. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.